Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, defibrillation threshold (dft) testing was performed. The device delivered shocks at both 65 and 80 joules but the induced arrhythmia would not convert and external defibrillation was needed. The shock impedance measurement was in normal range at 65 ohms. Upon review of the system, it was decided to reposition the electrode more centrally in relation to the sternum as it was felt that the electrode may not have covered an acceptable proportion of the cardiac shadow. After the electrode was repositioned, induction testing was again performed; however, ventricular tachycardia (vt) was not able to be induced (pt in atrial fibrillation). Screening was performed and it was felt that the electrode was not too high and to far to the right side of the sternum. As a result, the electrode was repositioned a third time and appears to be more optimal. Attempts to induce a vt was again unsuccessful so no further dft testing was able to be performed at this time and will be performed at a later date. No adverse pt effects were reported. The electrode was implanted using the two incision technique. Boston scientific technical services (ts) was contacted and discussed that the physician could choose to send in x-rays to have another review of the system and provide additional troubleshooting if desired.

Manufacturer narrative:
Additional information was reported that the pt received an inappropriate shock due to t-wave oversensing that induced a ventricular tachycardia (vt). Initially the vt self-terminates; however, it then begins again and the device senses and delivers a second shock with successfully terminates the vt. There were also two additional non-treated episodes in the device memory as a result of t oversensing. Boston scientific technical services (ts) was contacted and it was discussed that the t-wave oversensing appears to be an issue with the primary vector sensing at rates greater than 110-120 bpm. It was further discussed that testing should be performed while the pt is exercising at rates above 120 bpm to analyze the sensing. The pt was seen and exercise testing was performed as well as postural changes and replication of actions when shock was delivered. All testing showed that the primary vector was the best one for sensing and the double counting was not able to be replicated. It was discovered that the pt had been consuming a high amount of caffeine that day which most like attributed to a morphology change that led to the oversensing. Physician is pleased with the current sensing of the device and it remains implanted and in service. As no further information is expected, our investigation is complete. This investigation will be updated should further information be provided.